Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, "insulin was not advancing on the fill tubing step." Customer's blood glucose level was 300 mg/dl. Reportedly, the customer reloaded the existing cartridge to address the issue and insulin delivery was resumed. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.